Event description:
During the index procedure two in.pact admiral balloons were used to treat the right common femoral, external iliac. Approximately 2 years 9 months post procedure patient suffered stenosis in internal iliac and common femoral arteries target lesions. Subject had right leg worsening pain. Subject saw cardiologist for consult. Subject had computed tomography done showing target lesion and stent occlusion. Subject schedule for peripheral angiogram. Angiogram confirmed 100% occlusion of the right external iliac into the end of common femoral artery. Occlusion reopened with excisional atherectomy, ballooning, and placement of 2 self-expanding stents covering common femoral artery and into prior stents of external iliac artery. The event was was also treated with medication. Patient recovering.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.